Event description:
It was reported while using bd maxguard the IV set disconnected. This is event 1 of 2.there was no report of patient impact.the following information was provided by the initial reporter: reported 2 disconnection events with mx4436 that occurred last week.

Manufacturer narrative:
One photo of item mx4436 was provided by the customer. The customer complaint of connection issue - disconnection could not be verified by evaluation of the photo provided. A device history record review for model mx4436 lot number 22039095 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.